Event description:
The technician alleged the brakes are setting but would swivel when pushed from the side. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and the brake detent mechanism to resolve the issue.